Event description:
It was reported that during a case, a patriot continental inserter broke at the tip which remains in the patient post operatively.

Manufacturer narrative:
The device was returned for evaluation. No determinations could be made for the cause of the reported issue as of yet.